Event description:
It was reported that the patient was seen with high impedance during a battery replacement. After the new generator was implanted, high impedance was observed. Another generator was then opened and connected to the lead but, high impedance persisted. The test resistor was used on the second new generator and the impedance was normal. The surgeon then suspected that there might be a lead fracture and x-rays were taken but there was no obvious signs of a fracture. X-rays have not been received by the manufacturer to date. No other relevant information has been received by the manufacturer to date.